Manufacturer narrative:
(B)(4) . Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information requested but unavailable: one which firing did the event occur? What color reload was being used (please provide the product code if known)? Did the jaws of the device eventually open? If the jaws did not open, how was the device removed from the tissue? Was there any tissue damage? If yes, how was this addressed? Is the device available for return? If yes, please provide a contact name and mailing address for the return kit? What is the lot/batch number for the device? Would you like a no-charge replacement? If yes, may it be addressed to your attention?

Event description:
Per maude event report form #(B)(4), during an exploratory laparotomy and distal pancreatectomy procedure; the device fired, but the jaws of the device did not open as they should release the pancreatic tissue being dissected. The surgeon had to use another instrument. There were no adverse patient consequences reported.